Manufacturer narrative:
Device is a combination product. Promus premier ous mr 28 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 1st and 2nd distal stent strut rows were noted to be lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 27.5 cm distal to the distal end of strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occured. The chronic totally occluded, 4.0mm target lesion was located in the right anterior descending artery. A 28 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent and guidezilla were winding and the stent strut was frayed. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.